Event description:
During coil embolization of an anterior communicating artery aneurysm, there was resistance while inserting the micrusphere xl microcoil ((B)(4)) into prowler lp es ((B)(4)) and the coil could not exit the prowler lp es and was removed, device analysis and follow-up investigation revealed that after removing the coil from the microcatheter, the coil came out of the sheath and became compressed and buckled, and the device positioning unit (dpu) was severed. After the coil was removed from the patient, the procedure was completed with another coil using the same microcatheter. There was a 20 minute delay in the procedure due to the event; however, there were no adverse events for the patient. It was reported that the device had been stored, prepped, and used as per the labeling instructions and a continuous flush had been maintained through the microcatheter. There was no damage to the prowler.

Manufacturer narrative:
This complaint met MDR reportability criteria on 3/3/2015 when analysis revealed that the coil and device positioning unit were damaged. Information regarding patient age, gender, weight, and concomitant medications were not provided. Prowler lp es microcatheter ((B)(4)). Complaint conclusion: during coil embolization of an anterior communicating artery aneurysm, there was resistance while inserting the micrusphere xl microcoil ((B)(4)) into prowler lp es ((B)(4)) and the coil could not exit the prowler lp es and was removed, device analysis and follow-up investigation revealed that after removing the coil from the microcatheter, the coil came out of the sheath and became compressed and buckled, and the device positioning unit (dpu) was severed. After the coil was removed from the patient, the procedure was completed with another coil using the same microcatheter. There was a 20 minute delay in the procedure due to the event; however, there were no adverse events for the patient. It was reported that the device had been stored, prepped, and used as per the labeling instructions and a continuous flush had been maintained through the microcatheter. There was no damage to the prowler. The device was returned for analysis. The proximal section of the coil has severe compression and buckling damage. The resistive heating coil section which is still attached to the coil was severed at the proximal end of the resistive heating coil. The fracture is ductile in nature requiring external force. No material defects were found. The exact circumstances of how and when that caused the severing of the unit cannot be determined. The coil¿s socket ring has been pushed down inside the outer sheath. The tip coil has compression and buckling damage. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The damaged edges have been raised above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The most likely contributing factor to the device positioning unit (dpu) being severed at the electrical wires and mandrel may have occurred when the dpu and introducer sheath were separated from each other by pulling the dpu out and through the sheath¿s skive. In addition, without the return of the prowler select es lp microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported resistance could not be confirmed based on the condition of the returned device. Based on the analysis and the condition of the returned product, the most likely contributing factor to the coils resistance in the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused severe buckling and compression damage to the tip coil and the proximal end of the coil, caused the core wire to protrude outside the sheath, and may have contributed to the fracturing of the electrical wiring and mandrel. In this condition the unit cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ since there was no evidence of a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR.